Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold in all configurations on the left ventricular (lv) lead. No intervention was done and the physician chose to re-evaluate the patient at a later date. The lead remains in use. No patient complications have been reported as a result of this event.